Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved an unspecified device that reportedly leaked epirubicin chemotherapy during patient infusion. The customer reported that a 4-way ¿tree¿ device leaked at the start of the administration. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro was received for evaluation along with one used manufacturer unknown, extension w/ stopcock, 3 used extension set with piercing pin, one used 0.9% nacl 50ml bag, one used 0.9% nacl 100ml bag, one used 0.9% nacl 250ml bag and one used 0.9% nacl 100ml bag; all were visually inspected. As received on of the luer adaptors was separated from the set. During decontamination of the sample, another luer adaptor was easily separated from the bond pocket of the trifurcated connector. Little to no solvent was present on the separated components. The separation observed can lead to the reported leakage. The remaining two claves and luer adaptors were found to be securely bonded. No other damage or anomalies were identified. The dimensions of the separated parts were measured and found to meet product design specifications. A comparable bond was also pulled and met product performance requirements. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information b3, b5, d1, d2, d4, d9, g3 and h4.

Event description:
The product involved is 30 cm (12") appx 3.1 ml, set per infusione, 4 clave® connector, filtro and the event occurred at the day hospital. While using the chemotherapy device for epirubicine administration, there was a leak of chemotherapy at the level of the connector on which the bag was connected. Leak on the plate of IV pole. It was impossible to use the administration set; the infusion was stopped and another administration set was used. The infusion set on which the epirubicine and the cyclophosphamide were connected, was sent back to the pharmacy.